Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump alarmed for a downstream occlusion at the start of the infusion. After troubleshooting was performed, a different pump was used. The continuous infusion rate was unknown. The starting volume was 111 ml, with 111 ml remaining. Both the air detector and upstream sensor were turned off. The infusion was scheduled for 46 hours. The pump was not used to prime the tubing, as priming had been completed in the pharmacy prior to connection. The patient was not medically affected, and the event occurred while the device was in use with a patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.